Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301942 lot 1811184 to investigate for this record. As a result, bd was unable to verify the reported issue or determine a definitive root cause. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. The whole process to assembly and package the product takes place in an environmental controlled room where the air is continuously filtered using a hepa filter system and there are several strict measures. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that foreign matter was found before use with a syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, "found foreign matter on the tip of barrel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, "found foreign matter on the tip of barrel."